Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that an unspecified number of patients underwent da vinci-assisted surgical procedures and experienced unspecified complications. Information surrounding the complications are currently unknown. No patient deaths were reported. It was further reported that the complications were described as being in various publications, although those publications are unknown at this time.